Event description:
A total hip arthroplasty was revised reportedly due to pt non-compliance with post-operative orders leading chronic dislocation. Surgeon indicated there was no implant malfunction that lead to the revision.